Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.193" x 0.564" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up to obtain additional information. However, the customer did not have any additional information available.